Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one conquest device was returned for evaluation. On functional testing, an in-house presto inflation device was used to inflate the balloon, and water was noted leaking from the proximal end of the balloon. Further, the balloon fibers were stripped and under microscopic examination, a longitudinal rupture was noted to the proximal end of the balloon. No other functional testing performed. One photo was received and reviewed. The photo shows the conquest balloon placed on a plain surface which had residues. The balloon has leaked, with water or some liquid spreading around it. The liquid has formed a circular wet patch on the surface. Therefore, the investigation is confirmed for the reported balloon rupture as longitudinal rupture was noted under microscopic examination. However, the investigation remains inconclusive for the reported sheath removal difficulty as no functional testing could be performed. A definitive root cause for the reported balloon rupture and sheath removal difficulty could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the tail of the balloon was allegedly ruptured at 30 atm. It was further reported that the contrast medium was leaked under the contrast. Reportedly, the pressure pump could not be pulled back. Furthermore, the balloon was pulled out vigorously and there was difficulty in retrieving the balloon via the catheter sheath after the balloon ruptured. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The sample was not returned to the manufacturer for inspection/evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the tail of the balloon was allegedly ruptured. It was further reported that the contrast medium was leaked under the contrast. Reportedly, the pressure pump could not be pulled back, and the balloon was pulled out vigorously. There was no reported patient injury.